Manufacturer narrative:
The hard reboot to resolve the frozen xhibit central station (xcs) resulted in the loss of license. The field service engineer (fse) reloaded the license and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. While reloading the software resolved the loss of the license, it was not determined why the device froze initially or why the license was lost.

Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the central had become frozen and unresponsive. A user performed hard restart on the unit to recover the device, however upon restart, the device had lost its license. There was no patient or user harm associated with this event.